Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of high impedances was not determined and patient will be seeing the neurosurgeon for intra-op testing.

Manufacturer narrative:
Analysis of the extension serial (B)(6) revealed that there were no anomalies with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there were intermittent impedance issues and discomfort from therapy. They were unable to replicate the issue in pre-op or following replacement of the extension. The patient¿s ins was off when the rep saw the patient in pre-op. The doctor wanted the patient to be seen by their neurologist before the ins was turned back on. There were no known issues for the cause. The ins was replaced on (B)(6) 2019. There were intermittent impedance issues before and after, but it was unknown when the issue began. The doctor said there were no obvious signs of system damage visible in the x-ray or CT scan. The ins change didn't resolve the issue, so the extension was replaced on (B)(6) 2019. They found no impedance issues before or after the procedure, so it wasn't known if the extension replacement resolved the issue. The doctor wanted the patient to be seen by the neurologist after the extension replacement to test out the system. The resolution was unknown. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 37603 serial# (B)(4) implanted: (B)(6) 2019 product type implantable neurostimulator product ID 3708660 serial# (B)(4) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown, but the replacement of the extension had resolved the issue. There were no further complications reported.

Manufacturer narrative:
Date of the event: (B)(6) 2019, is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-29: (B)(4) (rep): regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the health care professional (hcp) was seeing high impedance when tested at 0.7 volts. Patient was getting greater than 6k ohms and bipolars are around 2100 ohms. Patient sis not able to tolerate testing at higher voltage. The rep stated the hcp tested impedance high prior to replacement in (B)(6). Rep stated they tested impedance prior to replacement and impedance was good, further mentioning that the patient's impedance test shows high impedance again. The technical services specialist (tss) and the rep discussed intermittent impedance issue, but it does imply lead/extension site as suspect since the ins was replaced in (B)(6) 2019. It was reviewed for the rep to test impedances at various head position. Rep had to disconnect. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.